Event description:
It was reported that the patient was unable to attach the luer connector to the device and contacted support for assistance. The patient was guided through the attachment process and provided with instructional materials. After multiple attempts, assistance from a caregiver enabled successful connection of the luer connector, allowing the patient to reconnect to the device and resume insulin delivery. No further issues were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.